Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 20 x 3.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the seriously calcified and moderately tortuous left anterior descending (lad) artery. A 20 x 3.50 promus premier drug-eluting stent was used for treatment. However, during procedure, the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the seriously calcified and moderately tortuous left anterior descending (lad) artery. A 20 x 3.50 promus premier drug-eluting stent was used for treatment. However, during procedure, the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.